Event description:
It was reported that post convective radiofrequency water vapor thermal therapy procedure, the patient experienced urinary discomfort for which uribel 118 mg was administered. The patient symptom was reported to have resolved 2 days post onset symptom. The investigator assessed the urinary discomfort event as treatment related and probable related to the device. Adjudication by the clinical endpoint committee (cec) assessed the symptom as possible related to the device and definite related to the treatment.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that post convective radiofrequency water vapor thermal therapy procedure, the patient experienced urinary discomfort for which uribel 118 mg was administered. The patient symptom was reported to have resolved 2 days post onset symptom. The investigator assessed the urinary discomfort event as treatment related and probable related to the device. Adjudication by the clinical endpoint committee (cec) assessed the symptom as possible related to the device and definite related to the treatment.